Event description:
A (B) (6) male patient contacted lifecor customer support to report that his lifevest is not working and would like a patient services representative (psr) to visit. He stated that the monitor gongs and the lights light up when the battery pack is inserted. He stated that he feels the vibration, but the screen is blank. Support sent a psr to replace the patient's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor has some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. There was corrosion on the j3 connector on the defibrillator board. The interconnect board was corroded. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor and battery pack. The patient received a replacement monitor and battery pack.